Event description:
Note: date of event is unk. In 2009, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39:784-787. The following info was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure. According to the article, the pt had no biliary obstruction identified before the duodenal stent placement; however, the pt developed a biliary obstruction during the follow-up period. The obstruction was successfully treated by endoscopic placement of a biliary stent. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
Unknown/ni available from user facility. The suspect device lot number is unk; therefore, the device MFR date and expiration dates are unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.